Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported low flow which were reproduced during evaluation. Evaluation observed customer reported problem upon flow testing at 125ml/hr with volume to be infused of 125ml and 250ml/hr with a volume to be infused of 250ml; the difference between volume to be infused and volumetric output was found to be -5.608 and -5.2104 percent, respectively, and both deviations fall outside of the plus or minus five percent acceptance criteria the pressure plate travel was adjusted to correct this condition. Should additional relevant information become available, a supplemental report will be submitted. The device was received, and an evaluation is complete.  Service evaluation found a delayed keypad response.  The cause was identified to be a failed processor printed circuit board which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced low flow. There was no known patient injury or medical intervention associated with this event. No additional information is available.